Event description:
Pt diagnosed with hodgkin's lymphoma on 4/29/1996. On 5/7/1996, an infusaport was placed in her left subclavian artery for chemotherapy treatment. At a 4/7/98 oncology clinic visit, the pt complained of sharp pain in her neck/shoulder for approx 1 week. A chest x-ray was taken and showed the infusaport had broken with one part lodged in the right heart. Pt was called on 4/8/98 and presented to the emergency dept. The pt was transferred to another hospital for removal of the piece in her heart on 4/8/98.